Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; however, a technician evaluated the device on site and the filter was determined to be damaged. No further information was provided regrading the damage. Based on past investigations, the most likely failure is a crack in the housing near the welding zone. This is a design related issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed during treatment with an ultrafilter. There was no report of patient injury or medical intervention associated with this event.